Event description:
The patient reported: I want a full reimbursement. The dentist was alarmed by issues with my bite on both sides, a tooth infection, and the mid-line no longer being centered. She offered to write a letter about these issues. I was fortunate to receive education on the necessity of the process to connect teeth, rather than using an open plastic aligner that merely creates inflammation. (B)(6) 2024: an email was also sent with a letter from my dentist detailing the inefficiency of this program and the damage it has caused, including a recent root canal from inflammation and infection caused by prolonged aligner use. I continue to have gaps, a more severe bite issue, and excessive gum bleeding. A letter of recommendationhas been provided in the patient's file, advising to cease treatment.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative). Note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that it appears that #10 is tipped facially on the distal, making #9 appear like it is overlapped on the mesial of #10, #7 has not moved facially on the mesial and there is still a 2mm spacing between posterior teeth. In summation, the dentist advised that the patient forgo any further treatments with corrective liners and seek professional orthodontic services to correct the patient's dentition. It took 30 min to get off the aligners. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.